Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at 7am on (B)(6) 2017. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿378 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with insulin (self-adjuster), and that she made no changes to her normal diabetes regimen, in response to the alleged high result. The patient reported that 5 hours after the alleged issue started, she developed symptoms of ¿sweaty and weak¿. The patient denied receiving any treatment for the alleged symptoms, or using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.